Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Related record: cmpl-(B)(4) (the patient reported similar events that occurred twice in one day).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Four hours after the patient had already experienced an adverse event which required medication attention (reported under cmpl-(B)(4). (B)(6) 2025, the patient's wife call 911 again because the patient experienced the same symptoms (sweating and shaking). The same paramedics responded and took the patient to the hospital. Again, the cgm was 66 mg/dl while the bg was 20 mg/dl. When the patient was in the hospital, the medical team opted out of administering insulin and continued an IV drip. On the second day in the hospital, the patient was given insulin. The patient remained in the hospital until (B)(6) 2025 and upon discharge, their bg was between 150 and 200 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.